Event description:
It was reported that after using the fiber for 90 minutes during a prostate procedure, it was replaced at the request of the surgeon. There was no reported malfunction of this device. After using the second fiber for 63 minutes, the fiber broke at the end. The procedure was completed by turp. There were no consequences for the patient, no injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap bevel edge and metal cap are not aligned; the glass cap can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indication of slight melting on output window; the fiber tip doesn't exhibit signs of breaks/fractures; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the product complaint "fiber broke at the end" could not be confirmed; glue failure was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.